Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, an angiography showed a dissection at the access site. The physician elected to cover the dissection with a secondary stent to resolve the dissection. The procedure was completed successfully with no reported patient harm or adverse consequences. The patient is stable and no further issues were noted.